Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that on an unknown date the patient was diagnosed with unstable angina. Correct event should be in (B)(6) 2012 the patient was diagnosed with chest pain and on the same day the event was considered resolved without residual effects. In addition the event has been reported as non-cardiac and unrelated to the study device.

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. (B)(6) 2008 the patient was diagnosed with stable angina (cc s class: 3) and cardiac catheterization was recommended. The 90% stenosed and 20.00mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x24mm taxus element, resulting in 0% residual stenosis following post dilation. In addition a 90% stenosis non-target lesion located in the 1st om and 1st diagonal artery was treated with balloon angioplasty. On an unknown date the patient was diagnosed with unstable angina and was hospitalized and intervention was performed, it is unspecified what type of treatment the patient received.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).